Event description:
Product analysis was completed on their explanted generator.a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a vns patient was admitted to hospital for a explant of their generator on (B)(6) 2008 in relation to an infection. The patient was not reimplanted at that time. Their generator has been returned for analysis. No further information has been received about the event.

Manufacturer narrative:
Device manufacturing records reviewed . Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.